Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.